Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). The reason for call was patient reported that they had the trial stimulator today and their left leg was great the one on their back, but now they are feeling an electric pulse down behind their knee and in their back every 7 seconds. Patient stated that they really have a lot of pain and after it. Patient stated there's like 3-4 pulses and it just doesn't stop, like every 7 seconds it goes in. The patient was redirected to their hcp to further address the issue.